Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that six weeks following the implant of this transcatheter bioprosthetic valve, echocardiogram showed moderate to severe paravalvular leak (pvl), causing congestive heart failure (chf). The valve was explanted and replaced with a non-medtronic bioprosthetic valve. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the device was undersized, which may have played a role. However, with the limited information and no images/cines to review, medtronic is unable to conclusively determine the cause for this report. Congestive heart failure is listed in the device instructions for use (IFU) under potential adverse events, and can be related to several factors such as procedure and patient comorbidities, one of which is valvular dysfunction. Therefore, severe pvl may have caused to the chf, as it was reported. Per the IFU, ¿the bioprosthesis size must be appropriate to fit the patient¿s anatomy. Proper sizing of the device is the responsibility of the physician¿failure to implant a device within the sizing matrix could lead to adverse effects¿. This event does not indicate device misuse or malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.